Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (less than 10 mg/dl) and 200 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The target lesion was external iliac artery. The patient's gender and age were unknown. Calcification was unknown. There was moderate vessel tortuosity and the rate of stenosis was 100%. After the pre-dilatation with unknown balloon catheter, smart control (complaint product) was delivered but the stent was not placed in the intended position. The stent jumped forward when deployed in the lesion. Therefore, additional stent (details unk) was placed at the proximal side and the target lesion was fully covered by the stents. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The stent did not prematurely deploy and there was no difficulty getting the stent to the lesion.